Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion, the physician was unable to remove the right ventricular (rv) lead from the pacemaker as the ring electrode setscrew would not open. Due to the physician's aggressive attempt to remove the lead, the lead body below the terminal boot separated from the terminal pin and stretched the conductor coil. Thus the lead was deemed inoperable and the physician surgically abandoned it. The device was removed as intended for normal battery depletion. A new rv lead was successfully implanted with the new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.